Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported backup vvi was confirmed in the laboratory and was due to software resets that occurred during hv therapy delivery. Review of the device imaged indicated that the software resets occurred during aborted hv therapies due to detection of excessive shock current. The device was tested on the bench and using automated test equipment, and no anomaly was found. A lead anomaly was found on the associated lead. The cause of the backup vvi was the lead anomaly.

Event description:
It was reported that the patient presented with the device in back-up vvi mode after receiving multiple shocks from the device. An alert was also received stating there was a possible lead issue. The system was explanted and replaced. The patient was sent to ICU in stable condition.